Event description:
It was reported that the catheter balloon was difficult to deflate during pre-dilatation for stent placement of the external iliac. The catheter only was removed and replaced with another of the same make and type with exactly the same results occurring. After removal of the 2nd catheter, the dr stented with a competitor's pre-mounted bridge stent successfully. No further complications were reported.